Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
A philips field service engineer reported that the heartstart xl had a faulty power pca with out pacing. There was no reported pt involvement.